Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 285 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia as well as not being able to stand. Once at the hospital upon removal of the pod the patient reports the cannula was bent possibly due to being previously in their bag. The patient was given blood and urine tests as well as a computed tomography (CT or cat) scan. In addition the patient was given an magnetic resonance imaging (MRI). The patient was treated with lisinopril and heparin. The patient was released from the hospital after 2 days.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d4: model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4).